Manufacturer narrative:
The device is not available for evaluation; however, a photo and lot number have been provided for review. Investigation is pending.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was reported there was a leak at the filter vent. No drug was involved in the event. There was patient involvement but no patient harm.

Manufacturer narrative:
Received one photo of the set being used. Leakage was observed coming from the air filter vent. The complaint of leakage can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.